Manufacturer narrative:
The device inspection revealed the following: visual examination confirms the vial is empty. Based on investigation, the root cause was attributed to a manufacturing related issue. The IFU clearly instructs the user that: "inspect devices prior to use for damage during shipment or storage or any out- of box defects." A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. A corrective action was executed to address this issue. The process for vial crimping was validated for use in production. Also, an aging study is in process to confirm the established shelf-life for the crimp top vial, rubber stopper, and crimp cap. While the new crimp-top vial has reduced the leakage complaints tremendously, there is an occasional occurrence of leakage due to initial improper fill or due to the crimp top becoming compromised. This lot appears to have been manufactured with the previous screw top as a vial cap and prior to the changes to the new cap. If any further information is provided, the complaint report will be updated.

Event description:
It was reported that the hospital found that there was no liquid in the liquid bottle after opening the sterile package during the operation, and the inner and outer packages were intact before opening. Finally, the operation was replaced by allogeneic bone from other manufacturers. There was a one hour delay.